Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement device has a lot number : repository number 158528. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, after secondary review of this file performed on (B)(6) 2021, it was decided to add health effect - clinical code no information available, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021, after secondary review of this file performed on (B)(6) 2021, it was decided to add code no information available, to more accurately capture the reported event.

Manufacturer narrative:
On 4/9/2020, mentor became aware that repository number 158528 is not the replacement device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during visual analysis of the device a rupture was noted between the patch and shell. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a skin laceration repair procedure with a mentor tissue expander 250cc and experienced deflation of the tissue expander. The side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.